Manufacturer narrative:
This report is for an unknown cervical spine locking plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: ashraf a ragab et. Al (2010), dynamic anterior cervical plating for multi-level spondylosis: does it help?, evidence based spine care journal vol. 1(1), pages 41-46 (USA). The purpose of the study was to compare fusion rates, time to fusion, complication rates and subsidence between 1) a static, 2) a dynamic angulation, and 3) a dynamic translation plate in anterior cervical discectomy and fusion for symptomatic degenerative cervical disease. A total of 35 patients were include in the study. Of these patients, 12 patients (8 were female) with a mean age of 58 ± 15 were treated with unknown synthes cervical spine locking plate. The mean follow-up was 24 months (range, 12-42 months). The following complications were reported as follows: 1 pseudarthrosis was found in each of the dynamic plates. This report is for an unknown synthes cervical spine locking plate. This is report 1 of 2 for complaint (B)(4).